Event description:
It was reported that the device turned on and showed, "wireless module intermittent connection." Per reporter, the module was swapped and the pump then showed a red screen with error code 41100, indicating a safety signal issue. There was no patient involvement. The issue was discovered upon power up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had not been serviced in the past 12 months. The customer complaint could not be confirmed. No device problem was found. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.